Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx rx was implanted in the 1st diagonal approximately 2 months post index procedure nstemi was reported. The patient will continue with their current medical treatment and is scheduled for a cath. The investigator assessed the event as not related to the device or antiplatelet medication. The event is continuing.

Manufacturer narrative:
Correction: patient ethnicity. If information is provided in the future, a supplemental report will be issued.